Event description:
Pt in shockable rhythm (u-fib or u-tach). Disposable defibrillator pods applied to pt. After power-up, defibrillator displayed "ECG-7" alert and "full discls stopped". Unable to defibrillate pt. Defibrillator continued to display error messages, but later allowed user to defibrillate pt. Pt died shortly thereafter. See scanned page.